Manufacturer narrative:
A ge representative evaluated the system and repaired it. System operates as intended.

Event description:
The customer reported the motorized c-arm intermittently would not move. No patient injury was reported.